Event description:
It was reported that the video system center had contact of video processor interface is not good. The issue was found during maintenance for use of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.